Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose over 400 mg/dl (22.2 mmol/l) while wearing the pod between 5 and 24 hours on their arm. Symptoms reported include high ketones and heart palpitations. Additionally, the patient mentioned the pod had fallen off due to an adhesive issue; causing the cannula to dislodge. The patient was treated with intravenous fluids in the emergency room. The patient was released 14 hours later the same day and was advised to continue pump use. A new pod was applied successfully.